Event description:
In 2008, the patient reported that the backlight of her infusion device has never worked, and some of the characters on the display are missing segments. She stated that the infusion device has not been dropped or exposed to moisture. The display is not cracked or broken. The powerpack had been in use for 1 week. The patient inserted a new power pack and the display was not missing segments. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.